Event description:
It was reported to boston scientific corporation that a wallflex biliary fc removable stent was attempted to be implanted during a ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, the indication for stent placement was to treatment for stenosis within the lower common bile duct. The size of the lesion was reported to be 2-3 cm. The patient's anatomy was not torturous. The lesion was not dilated prior to the procedure. During the procedure, the stent was placed and the physician noted that the stent did not expand the right way. The stent did not shorten up, therefore, it did not expand to the right diameter. The physician did not attempt to dilate the stent (to assist with expansion). The stent was removed and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received since (B)(4) 2013 - following device analysis: according to the complainant, during deployment of the stent, the physician determined that the stent was not deploying "in the right way" and was concerned that the stent would not have fully expanded following complete deployment. The physician did not fully release the stent and stopped deployment at the "point of no return". The stent was removed from the patient partially deployed on the delivery system.

Manufacturer narrative:
A visual examination of the returned device found the stent fully mounted on the delivery system. The shaft was kinked between 200mm and 245mm proximal to its distal end. During a functional evaluation, it was possible to partially deploy, reconstrain, and fully deploy the stent without any issue noted. An examination of the deployed stent found no anomalies. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The condition of the returned device was not consistent with the event that the fully deployed stent failed to expand. Additional follow up received from the complainant after the device analysis confirmed that the correct device was received for evaluation and that the stent had not been fully released from the delivery system. Instead, during deployment, the physician felt that the stent would not have fully expanded upon complete deployment. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4) stent expansion issues. The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fc removable stent was attempted to be implanted during a ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, the indication for stent placement was to treat for stenosis within the lower common bile duct. The size of the lesion was reported to be 2-3 cm. The patient's anatomy was not torturous. The lesion was not dilated prior to the procedure. During the procedure, the stent was placed and the physician noted that the stent did not expand the right way. The stent did not shorten up, therefore, it did not expand to the right diameter. The physician did not attempt to dilate the stent (to assist with expansion). The stent was removed and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.